Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding an unrelated alarm. During the conversation, the hp reported having a fungal infection and was hospitalized for the event. The hp had been performing back up hemodialysis for the past 8 weeks and would continue with hemodialysis for another 4 weeks. The hp would switch back to peritoneal dialysis (pd) therapy in 4 weeks and would get a new pd catheter. The hp did not know if the infection was related to pd therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported event. The following information was obtained. On an unreported date, the patient had a touch contamination. On (B)(6) 2012, the patient was diagnosed and hospitalized with fungal peritonitis. The patient was treated in the hospital with diflucan intravenously and then orally (dose and frequency unknown). The nurse believed the peritonitis was caused by a touch contamination. On an unreported date, the patient's peritoneal dialysis catheter was discontinued and the patient was placed on temporary hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. The patient was retrained on proper technique for pd therapy. The pdrn stated the peritonitis was unrelated to any of the baxter disposables or solutions.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported the patient had a break in aseptic technique described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.